Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0866 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that during the procedure with the patient, when the catheter was inserted, leakage of the serum was observed at the time of the flush. The nurse reported that the catheter had been previously tested before being inserted into the patient. Catheter ruptured in 02 places close to zero mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported by the nurse that during the procedure with the patient, when the catheter was inserted, leakage of the serum was observed at the time of the flush. The nurse reported that the catheter had been previously tested before being inserted into the patient. Catheter ruptured in 02 places close to zero mark.